Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked paclitaxel from the tubing during use. The following information was provided by the initial reporter: "we had a paclitaxel (antineoplastic/yellow haz medication) spill in clinic today due to the bd alaris tubing having a leak."

Manufacturer narrative:
H6: investigation summary the customer reported leakage, and returned one photo of the incident. The photo of upper fitment press fit separation verifies the complaint. The root cause is unknown without the physical sample investigation. Device history record review for model 11532269 lot number 22045761 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked paclitaxel from the tubing during use. The following information was provided by the initial reporter: "we had a paclitaxel (antineoplastic/yellow haz medication) spill in clinic today due to the bd alaris tubing having a leak."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.